Event description:
It was reported that the device was alarming due to the cassette not being attached properly. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have nothing related to the complaint. However, during downstream occlusion (dso)/upstream occlusion (uso) testing and dso/uso sensor calibration, the pump alarmed for a "cassette not attached properly." The pump also had a damaged air detector and a latch lock flex sensor that was melted. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso seal, air detector, and latch lock flex sensor. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair validated through dso/uso sensor testing.